Event description:
Lead integrity carealert was triggered due to oversensing. More than 20000 short vv and non-sustained high rate episodes were registered.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).